Manufacturer narrative:
The insulin pump was received with partial white display with vertical and horizontal colored line segments due to cracked lcd glass on. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to partial white display. The pump was received with scratched casing, severe scratches on lcd window, scratches on display window cover, pillowing keypad overlay, missing retainer and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was showing partial display. The customer¿s blood glucose level was 97mg/dl at the time of the incident. The customer states the pump screen is white and has black pixels. The customer was advised to remove the battery from the pump. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer states there is black in the lower right hand corner. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.